Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart, external ram crc error and iop test failure at 10:01am from the insulin pump. The customer's blood glucose reading was 55 mg/dl. The customer stated that he has a black circle and there is no insulin. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer stated that the pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The customer stated that the unexpected restart alarm recurred during normal pump use. The customer was advised to monitor the pump until the replacement arrives.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, a21 test and self tests. No unexpected a17, a21 or a44 error alarms noted during our testing. However, the insulin pump was received with cracked case at the display window corner and minor scratched lcd window.